Event description:
Fire dept paramedic sustained a laceration injury to their right hand while unloading the pt cot from the rear of the ambulance. During this procedure, the locking device for the cot legs supporting the undercarriage failed to engage, allowing the cot to drop to the ground. The pt sustained no adverse effects as a result. The cot used in this instance underwent an inspection by fire dept personnel, which revealed no negative findings.